Event description:
Customer reported, "a smartsite infusion set was found with a hole, depleting the entire vecuronium infusion and perhaps causing a channel error. The pt was without therapeutic neuromuscular blocking agent and perhaps this contributed to a critical status." Customer states that no further pt/event info is available at this time.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Although requested, the infusion set has not been received. A f/u report will be submitted with failure investigation results, should the device be received for eval.